Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be verified. The setting was found to default at 8 pulses per second which is normal. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was set at 30 pulses per second as default in high level fluoro mode. There was no adverse pt involvement reported. There was no pt info reported.